Event description:
Reporter stated that pt's device had a little rattle in it and pt's blood glucose increased into the 300's (mg/dl). Reporter unsuccessfully attempted to bring down pt's blood glucose by changing infusion site, infusion set, and insulin cartridge. Pt then switched to back-up device (using same supplies), and their blood glucose came down. No error messages were generated by the device. No treatment was received.